Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and cleaned the coiled cord connection and base connection which allowed the monitor to function properly. The stm completed preventative maintenance (pm) with full calibration, functional testing and safety checks per factory specifications. The iabp unit was then cleared for use and returned to the customer. (B)(6). Full name of the event site: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the monitor on the cardiosave intra-aortic balloon pump (iabp) intermittently does not come on when the iabp unit is powered up. It is believed that the problem is in the monitor to console connection, and that the connection may be dirty. There was no patient involvement and no adverse event was reported.